Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received an trace pointers are invalid. The customer¿s blood glucose level was unknown. The customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. However, device received with post-reset ram crc alarm, history pointers failed and history pointers are corrupted error alarm, trace pointers are invalid alarm, power supply test failed during self-test alarm during self test and high sleep current measurement, problem isolated to the internal battery.